Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection were performed and a leak was noted at the hub. The reported loose or intermitted connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, an attempt was made to connect an inflation device to the hub of a 2.5 x 23 mm xience alpine stent delivery system; however, it could not be threaded onto the hub of the catheter. An attempt with another device was also made to thread onto the hub but it also could not be threaded on the catheter hub. Another xience alpine was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed a crack and leak in the hub of the stent delivery system.